Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6). The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On (B)(6)2019 the patient performed a qc test on meter and got 2.3 inr (range is 1.9-2.9). Relevant retention test strips (lot 368887) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method and a pharmacy coaguchek xs meter with an unknown serial number and strip lot number. The patient meter result was 4.0 inr. Within 30 minutes the hospital laboratory result was 2.93 inr and the pharmacy meter result was 4.2 inr. The patients therapeutic range is 2.5-3.5 inr.